Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a code 1003 message indicator that the battery voltage is too low for the projected remaining capacity. The battery was suspected to be depleting more quickly than expected. Device was explanted and it's not expected to be returned. No additional adverse patient effects were reported.